Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Sales rep reported sr8 system has poor ultrasound image quality; the screen appears to have "rain" effect on the screen. The sales rep reported to have switched out power cords and system continues to display poor image quality.

Event description:
Sales rep reported sr8 system has poor ultrasound image quality; the screen appears to have "rain" effect on the screen. The sales rep reported to have switched out power cords and system continues to display poor image quality.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor probe image quality is confirmed. There is interference in the bottom of the image box. The probe buttons do not function. The probe was replaced, the device was serviced, tested, remanufactured and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.